Event description:
It was reported that the patient never had therapeutic benefit. The patient had a second implantable neurostimulator (ins) implanted on the left side in (B)(6) 2012. The patient had not had much therapeutic benefit since that time despite trying different programs and stimulation levels. The patient could not increase stimulation with the right-side ins because it caused intense pressure. The right ins was on program 2 at 0.5 volts. The left ins was on program 4 at 0.85 volts. The patient reported feeling non-painful stimulation in the pelvic floor. The physician's office instructed the patient to wait another week to see if it would get better. A manufacturer representative provided the patient with new programs in an effort to improve her symptoms. Additional information received reported the right ins was near depletion (0-1 months remaining) and was only set at 0.8 volts. When the ins was interrogated, there were no settings outside of the normal range that would account for her battery lasting only 6 months. Additional information received reported that when the ins was re-interrogated on a different day, the battery life was fine. It was unknown why the ins showed it was near depletion during the previous interrogation. Additional information received noted that while taking some readings only one pair showed the battery depleting in one month, and everything else was on track. Battery depletion was no longer an issue. No additional changes were made to the patient's programs at the time of the second interrogation. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received reported the implantable neurostimulator did not work as well as the trial did. The patient wanted to be seen for reprogramming. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Implantable neurostimulator model 3058, serial # (B)(4), implanted (B)(6) 2012, explanted unk; lead model 3889-28, lot # v824103, implanted (B)(6) 2012, explanted unk; lead model 3889-28, lot # v884753, implanted (B)(6) 2012, explanted unk; lead model 3889-28, lot # v785932, implanted (B)(6) 2011, explanted unk; programmer model 3037, serial # (B)(4).